Event description:
Caller states the pt tested 1.4 inr on the coaguchek s system while a comparison lab returned as 1.9 inr. No treatment info provided. No adverse event reported. Requested return of suspect system, however, caller no longer has the test strips; replacement was sent.